Event description:
A male pt underwent initial aaa repair in early 2006 to repair a type I endoleak caused by migration of another manufacturer's stent. Twenty-four months after the renu device was implanted, the pt was noted to have a proximal type I endoleak (1820334-2008-00106) and aneurysm expansion greater than 5mm. The pt was treated with angioplasty and the placement of another manufacturer's stent. There was no endoleak and the aneurysm was noted to have stabilized at both 30-day and 365-day follow-ups. Now, 34 months pot-renu implantation, an additional procedure was performed as of 2009 due to persistent type I endoleak. The pt was treated with angioplasty and the endoleak was resolved. Additional info is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occuring. Anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, patient selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. At this time there is no evidence to suggest the device was not manufactured to spec. However, the appropriate individuals have been notified and we will continue to monitor for similar events.